Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of pump collapsed/dimpled/flat and inflation issues were confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient was using his inflatable penile prosthesis (ipp) device monthly until (B)(6) 2020. He and his wife got covid so he did not try to use it until (B)(6). When he tried it would not inflate. When you pump it fluid comes in but then goes right back out. The pump sometimes inflates and sometimes does not when pumping, the patient cannot consistently get the first pop from the pump. The pump also stays flat on occasion. The physician tried cycling for it and priming it using the trouble shooting guide with no luck. The patient underwent a surgical procedure in which only the pump was explanted and replaced without adverse patient effects.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient was using his inflatable penile prosthesis (ipp) device monthly until (B)(6) 2020. He and his wife got covid so he did not try to use it until (B)(6)when he tried it would not inflate. When you pump it fluid comes in but then goes right back out. The pump sometimes inflates and sometimes does not when pumping, the patient cannot consistently get the first pop from the pump. The pump also stays flat on occasion. The physician tried cycling for it and priming it using the trouble shooting guide with no luck. The plant is to revise the pump and checking the fluid in the reservoir. The surgery has not been scheduled yet.